Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was septic and had an irregular rhythm. Boston scientific technical services (ts) suggested to contact the cardiologist of the patient. An attempt to obtain additional information from the field was unsuccessful. This device remains in service. No additional adverse patient effects were reported.